Event description:
I chose to have breast augmentation in (B)(6) 2009. After recommendation by my plastic surgeon, I went with allergan natrelle saline filled implants, under the muscle at 350cc each. Since then, I have had numerous health problems, all with seemingly unexplained causes, despite my being a healthy and active young female. Because of these ailments, I am scheduled to have my breast implants removed. Below is a list of symptoms, illnesses I've been diagnosed with, and other complications I've experienced as a result of having these implants. Severe dry eye ,vision changes, memory fog/blurred thinking, hair thinning, add/ocd and anxiety disorders, hysterectomy because of adenomyosis (which I believe was an immune response), raynauds syndrome, autoimmune tests with symptoms of marker indicating sjogren's syndrome and scleroderma, lupus, low blood pressure, dizziness, extreme fatigue, joint pain, specifically in hips, and spine shooting chest pains, night sweats, extremely slow healing of cuts and scrapes, constant need to clear throat, throat itchiness, heart palpitations, dehydriation, frequent numbness in arms. Can request from physicians as needed.